Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to metals") in a (B)(6) female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1816618) on 02-oct-2018. The most recent information was received on 08-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to metals") in a 44-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.